Event description:
Surgeon using thunderbeat hand piece, machine alarmed. Noticed part of the jaw of the hand piece had broke off and was laying in the patient. Surgeon removed and new hand piece was used.